Event description:
During the hamorrhoiden procedure, the device cut but did not deploy any staples, the staple line was incomplete. The procedure was completed with hand suturing. Ther was no adverse consequence to the patient.